Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported bolus calculator issue. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level dropped to 90 mg/dl. The patient reported that they tried to suspend their insulin but was still receiving insulin. As treatment, the patient eventually paused the insulin and had some orange juice.